Event description:
It was reported that pump malfunction occurred without any notable events beforehand, and pump displayed malfunction code that required attention. There was no adverse impact to the customer's blood glucose level. Customer¿s pump was identified as part of a field correction, technical support completed required form on customer¿s behalf, provided pump reset information, and assisted customer with successfully resetting pump.